Manufacturer narrative:
Date rec'd by MFR: 26may2019. Device evaluation philips field service engineer (fse) confirmed printed circuit board assembly (pcba) bracket damaged and rubber feet having cracks. Philips field service engineer (fse) replaced the pcba bracket damaged and rubber feet the device passed all tests and no other issues were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. (B)(4). Reporter phone number unknown. The philips field service engineer confirmed that a replacement bracket was needed. A follow-up report will be submitted once the investigation is completed.

Event description:
Philips field service engineer (fse) reported that the bracket for the printed circuit board assembly was damaged. There was no patient or user harm reported. The event date was not specified; estimate used.